Event description:
It was reported that there was an over infusion of heparin to a patient admitted for shortness of breath. The heparin was a stat infusion intended to infuse at a rate of 9.25ml/hour from a 250ml medication bag. However, 250ml infused within 4 hours. The user started infusion at 9:45 pm and had delivered the total bag volume before 1:45 am. Following the event, the patient was given protamine to reverse the heparin effects. The patient remained asymptomatic with stable vital signs. The customer indicated that the patients' "labs began heading back to patients' baseline."

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that there was an over infusion of heparin to a patient admitted for shortness of breath. The heparin was a stat infusion intended to infuse at a rate of 9.25ml/hour from a 250ml medication bag. However, 250ml infused within 4 hours. The user started infusion at 9:45 pm and had delivered the total bag volume before 1:45 am. Following the event, the patient was given protamine to reverse the heparin effects. The patient remained asymptomatic with stable vital signs. The customer indicated that the patients' "labs began heading back to patients' baseline."

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex a: a24. Annex b: b01, b14. Annex c: c19. Annex d: d14. Annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of over infusion of heparin could not be confirmed through log analysis and could not be replicated during laboratory testing. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to properly close the administration set safety clamp when the door was opened. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The pcu event, error, and battery logs were retrieved from the suspect device and the concomitant pcu using alaris system maintenance (asm) software to assess programming and event details related to the alleged incident. The concomitant pcu was powered on (B)(6) 2025 at 9:37 pm. The suspect device was programmed at 9:49 pm to infuse heparin (drugid: 213) using a weight-based infusion. Parameters included: patient weight of 51.4 kg, dose of 18 units/kg/h, infusion rate of 9.25 ml/hr, and vtbi of 250 ml. No errors or discrepancies related to the reported event were found in the error logs of either device. The infusion started at 9:49 pm. At 11:53 pm, the clinician set a 10-minute delay, and the suspect device remained on standby until 12:03 am on (B)(6) 2025. The infusion resumed at 12:09 am without errors or malfunctions. At 1:33 am, the suspect device alarmed air in line, likely due to the bag being empty after delivering the total volume. The total volume infused was recorded as 1,706.78 ml. The channel was powered off by the clinician at 1:52 am. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Additionally, it is not known what medication is in the actual bag or bottle, only the drug that the device was programmed to infuse. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. Before loading the administration set, the pcu should first be powered on to allow a self-test to provide the clinician with verification of the operational safety and correct functioning of alarms for the system. After the self-test is complete, a primed infusion set can be loaded into the device. In the event the infusion set¿s safety clamp is left in the open position and the roller clamp is open, unregulated flow can occur. In this situation, a high priority, non-silenceable alarm will occur, with a scrolling message on the pump module that the safety clamp is open and to close the door. It is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of an over infusion of heparin could not be identified from the log analysis or from laboratory testing. The suspect pump module was found to be infusing within specification. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.